Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that drawers 3.1 and 3.2 were not listed in the application or hta. Initially replaced the cubie printed circuit board assembly (pcba) (t), but the issue persisted. To isolate the fault, unplugged the retractor bands on both drawers and identified the problem with drawer 3.1. Replaced the drawer pcba on 3.1, which resolved the issue. Additionally, an ingress strip was installed on the back of the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure, and the station was turned off and was unable to power back on. However, there were no delays or adverse events or injuries reported based on this event.